Event description:
The customer observed unexpected (B)(6) results on four (B)(6) patient panel samples processed across two vitros 3600 immunodiagnostic systems. Sample 1 vitros (B)(6), versus expected (B)(6). Sample 2 vitros (B)(6), versus expected (B)(6). Sample 3 vitros an(B)(6), versus expected (B)(6). Sample 4 vitros (B)(6), versus expected (B)(6). A biased result of the magnitude and direction observed may lead to inappropriate physician action. The unexpected (B)(6) results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that unexpected (B)(6) were obtained from four (B)(6) patient panel samples. There is no evidence that an instrument issue contributed to the event. The assignable cause has been determined to be a quality issue with the vitros ahbs reagent lot in use. The product was subject to field corrective action. The FDA's (B)(4) office was notified of the issue on (B)(4) 2013 per recall number 3007111389-10/28/2013-001-c.